Manufacturer narrative:
It is unknown that the patient had any adverse effects as a result of the prolonged procedure and increased exposure to the (general) anesthesia. The nurse did inspect the bottles before use. The bottles were not empty before the nurse opened them. Is it not possible that the contents inside the bottles may have spilled during use.

Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original manufacturer equipment. The device was returned to the OEM and a visual inspection was performed. The OEM reported that the product was returned opened and that there was no damage to the glass jar. The OEM noted that crystallization could be seen on the inside of the jar. The jar could not be opened due to some liquid spilling on the threads and getting exposed to air, causing the liquid to solidify. Upon inspection liquid damage can be seen on the label. The OEM confirmed the complaint stating that it contained the incorrect amount of liquid. The root cause could not be determined due to not being returned in the original condition. A DHR review was performed and noted that no nonconformance's were found. The OEM is taking no corrective actions at this time due to no indication of it being a manufacturing defect.

Manufacturer narrative:
Otomimix calcium phosphate bottles ref. 70143266, lot# 062650 was returned to service center. There is some powders left inside a plastic bag, but the returned bottles are empty. Both bottles will be sent to the original equipment manufacturer for further investigation. The cause of the reported event cannot determined at this time.

Event description:
The user facility reported that during a superior semicircular procedure, prior to use the mixture packaging was opened in the sterile field by the facility¿s scrub nurse and crystallization was noted around the rim of the jar. The product was attempted to be mixed according to the instructions for use (mifu). The surgical scrub nurse attempted to mix the powder with liquid and it did not seem to have enough liquid. The bone filler did not have the correct consistency and was unable to be used. The procedure was delayed approximately 30 minutes to source out another product. This event prolonged the patient¿s exposure to anesthesia. There were no further issues reported.